Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
The product used was wither spinbrush pro whitening powered toothbrush soft 66878 00191 or spinbrush pro whitening powered toothbrush medium 66878 00193. The product was manufactured at one of the following locations: contract manufacturer: (B)(4).